Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an abs-10063 cprp processing set didn't siphon off the different cells at the end of the cycle, and blood spilled after attempting to remove the disc set from an abs-10060r angel centrifuge. No further information was reported. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. The device was returned for investigation, and an evaluation was performed based on the pictures provided. Upon picture evaluation attached to the complaint of an abs-10060r angel centrifuge, serial number (B)(6), it was observed that the angel processing set was attached to the centrifuge machine, and there was blood spillage around the device. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion. Per dfu-0262-3 at revision 0. Installing the angel cprp processing set. Improper installation of the separation chamber will result in damage. If the separation chamber plate is not properly secured inside the centrifuge chamber, safety wings along the edge of the centrifuge will not retract. The complaint has been confirmed.